Event description:
While preparing for an angioplasty, an incident occurred with a hyper tube bending and kinking the stent that rides on it for delivery. After prepping a synergy stent outside the body of the patient, while trying to advance the stent through the tuohy, the hyper tube bent causing the stent to kink, making it undeliverable. The procedure was completed using a resolute integrity stent. The stent was a 3.5/20 synergy stent.